Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate remained static for approximately 12 hours. There was no impact to customer's blood glucose. Reportedly, customer continued to use the cartridge and the fill estimate depleted as expected after 12 hours.